Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit containing multiple components for analysis. The arrow raulerson syringe (ars) will be analyzed as part of this complaint investigation. Signs of use in the form of biological material was observed inside the kit. After failing functional testing (see below), the handle was broken to examine the valves inside. The valve mechanism should consist of two bi-lateral valves and a spacer. Visual inspection revealed that the distal valve (valve closer to plunger) contained damage on either side of the slit. The returned sample was functionally tested in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The ars was not able to aspirate water with or without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. Manufacturing was contacted as part of this complaint investigation. They indicated that the observed damage to the distal valve has occurred in the past during the manufacturing process. The valve likely became pinched between handle and plunger during assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of a leaking ars was confirmed through complaint investigation. After failing functional testing , visual analysis revealed that the distal internal bi-valve was damaged. A device history record review was performed, and no relevant findings were identified; however, confirmation from manufacturing revealed that the observed damage likely occurred during the assembly process. Based on the customer report, the sample received, and the response from manufacturing, the root cause for this complaint is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the ars syringe was found leaking during puncture to the patient. No patient harm. The patient's condition is reported as fine.